Event description:
It was reported that the patient had been admitted into the emergency room with hypoglycemia on (B)(6) 2023. The patient's blood glucose levels reached less than 70 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hypoglycemia and vomiting. The patient¿s parent reports that the patient might have had the stomach bug at the time of the event. The patient was treated with zofran and IV fluids. The patient was released the same day. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.